Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient received ICD explant surgery and the lifevest garment rubbed against the surgical wound which created an open skin irritation. There was no alleged device malfunction contributing to the irritation. The hospital staff placed a bandage over the bleeding wound. Follow up indicated that the skin irritation improved upon removing the lifevest and keeping the wound bandaged.